Event description:
It was reported that the physician reported helix issues during the implant procedure. After the lead was implanted it dislodged. The lead was repositioned and later dislodged again. The physician opted to replace the lead. When the atrial lead was extracted from the ventricle the physician noticed that the helix was fully extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. (B)(4).